Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported she noticed insulin leaking from the bottom of the plunger while inserting a new cartridge. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.